Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area/pain') in a 37-year-old female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystourethroscopy (excision of right vaginal wall gartner duct cyst.) On (B)(6)2009, vaginal reconstruction on (B)(6)2009, skin cancer, vaginal cyst and uterine dilation and curettage (()). Previously administered products included for prevent pregnancy: mirena from (B)(6)2007 to (B)(6)2009. Concurrent conditions included ovarian cyst (right oophorectomy ((B)(6)2018)), gartner duct cyst, major depressive disorder, dysuria, acute suppurative otitis media, chronic cervicitis (mild), nabothian cyst, adenomyosis, leiomyoma of uterus, unspecified, paratubal cyst and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6)2018 to (B)(6)2018 for genital bleeding as well as acetylsalicylic acid (aspirin) since (B)(6)2007, ascorbic acid since (B)(6)2007, bupropion hydrochloride (wellbutrin) from (B)(6)2016 to (B)(6)2016, celecoxib (celexa) since (B)(6)2016, cetirizine hydrochloride (zytrec) from (B)(6)2017 to (B)(6)2017, cyanocobalamin since (B)(6)2018, escitalopram oxalate (lexapro) from (B)(6)2009 to (B)(6)2016, fluticasone from (B)(6)2017 to (B)(6)2017, ibuprofen since (B)(6)2009, phentermine since (B)(6)2018 and polysaccharide-iron complex (niferex) from (B)(6)2016 to (B)(6)2018. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), urinary tract infection ("urinary tract infection"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy (right)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, fatigue, weight increased and abdominal pain had resolved and the mood swings, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: left side was then cannulized. Again without difficulty and 1-2 coils were seen. She tolerated procedure well. Right tubal ostium was cannulized with the essure device without difficulty and 3-4 coils were seen. She had received treatment for all the aforementioned events except "psych injury". Final pathologic diagnosis included endometrium: endometrial polyp inactive endometrium. Myometrium: adenomyosis leiomyomata. Serosa: no significant histopathology. Ovary, right: simple and follicular cyst. Fallopian tubes, right and left para tubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: "fatigue, depression, urinary tract infection, weight gain, dysmenorrhea, menorrhagia, abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area/pain') in a (B)(6) female patient who had essure (batch no. 628052) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystourethroscopy (excision of right vaginal wall gartner duct cyst.) On (B)(6) 2009, vaginal reconstruction on (B)(6) 2009, skin cancer, vaginal cyst and uterine dilation and curettage. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2007 to (B)(6) 2009. Concurrent conditions included ovarian cyst (right oophorectomy (oct-2018)), gartner duct cyst, major depressive disorder, dysuria, acute suppurative otitis media, chronic cervicitis (mild), nabothian cyst, adenomyosis, leiomyoma of uterus, unspecified, paratubal cyst and lower abdominal pain. Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2018 to (B)(6) 2018 for genital bleeding as well as acetylsalicylic acid (aspirin) since (B)(6) 2007, ascorbic acid since (B)(6) 2007, bupropion hydrochloride (wellbutrin) from (B)(6) 2016 to (B)(6) 2016, celecoxib (celexa) since (B)(6) 2016, cetirizine hydrochloride (zytrec) from (B)(6) 2017 to (B)(6) 2017, cyanocobalamin since (B)(6) 2018, escitalopram oxalate (lexapro) from (B)(6) 2009 to (B)(6) 2016, fluticasone from (B)(6) 2017 to (B)(6) 2017, ibuprofen since (B)(6) 2009, phentermine since (B)(6) 2018 and polysaccharide-iron complex (niferex) from (B)(6) 2016 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/menorrhagia (heavy menstrual bleeding"), urinary tract infection ("urinary tract infection"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced depression ("depression/psych injury") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy and unilateral oophorectomy (right)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, urinary tract infection, fatigue, weight increased and abdominal pain had resolved and the mood swings, vaginal haemorrhage, depression, anxiety, migraine, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion detail: left side was then cannulized. Again without difficulty and 1-2 coils were seen. She tolerated procedure well. Right tubal ostium was cannulized with the essure device without difficulty and 3-4 coils were seen. She had received treatment for all the aforementioned events except "psych injury". Final pathologic diagnosis included endometrium: endometrial polyp inactive endometrium. Myometrium: adenomyosis leiomyomata. Serosa: no significant histopathology. Ovary, right: simple and follicular cyst. Fallopian tubes, right and left para tubal cyst. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: "fatigue, depression, urinary tract infection, weight gain, dysmenorrhea, menorrhagia, abdominal pain". Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received. The case is now incident. Events¿ mood swing, abnormal bleeding (vaginal, menorrhagia), urinary tract infection, depression/psych injury, anxiety, migraines/headaches; dysmenorrhea (cramping), vaginal discharge, fatigue, weight gain and pain: abdominal¿ were added. The outcome of the event ¿pelvic pain was updated to ¿recovering/resolved¿. This case is medically confirmed. Reporter, demographics, historical medication, historical/concurrent condition, lab data, concomitant/treatment medication, essure indication (amended), essure lot number and essure removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.